Event description:
It was reported that (1) device was used during a laparoscopic gastric bypass. It was reported by the rep that the hp052 instrument was making loud squealing noises. There was no consequence to the pt.